Event description:
Senseonics was made aware of incident where user reported a low glucose event due to inaccuracy in sensor readings. The following example set was provided: (B)(6) 2025 04:00 am sg was low and bg was not taken. (B)(6) 2025 11:00 am sg was low and bg was 104 mg/dl. (B)(6) 2025 12:25 pm sg was low and bg was 101 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 04:00 am sg was low and bg was not taken. (B)(6) 2025 11:01 am sg was low and bg was 105 mg/dl. (B)(6) 2025 12:24 pm sg was low and bg was 102 mg/dl. After dms review, we confirmed that the user received a low glucose alert a 4:17 am, when the sg was at 65 mg/dlthe user didn't seek for medical treatment and resolved the event by checking his bg to corroborate data.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: on (B)(6) 2025, 04:00 am mst sg "lo" bg not taken. On (B)(6) 2025, 11:00 am mst sg "lo" bg 104 mg/dl. On (B)(6) 2025, 12:25 pm mst sg "lo" bg 101 mg/dl. A review of the data management system (dms) data revealed that: on (B)(6) 2025 at 4:00 am mst user's sg was 72 mg/dl, and no bg was entered. On (B)(6) 2025 at 11:01 am mst user's sg was out of range low, and bg was 105 mg/dl. On (B)(6) 2025 at 12:24 pm mst user's sg was out of range low, and bg was 102 mg/dl. A review of the alert history revealed that the user received out of range low glucose alerts at 11:01 am mst and as at 12:24 pm mst as user's sg value was below the threshold of 40 mg/dl. User's sg at 4:00 am mst was above 65mg/dl as a result they did not receive a low glucose alert at that time. User did not seek medical treatment and resolved the event by checking his bg to corroborate data. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.a case ((B)(4)) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection showed a significant portion of hydrogel was observed to be missing over the sensor's optics and the back of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The in-house testing of sensor was inconclusive due to the missing hydrogel over the optics. A review of the in vivo state data revealed instability in the signal channel which most likely contributed to the inaccuracies observed by the user. The potential root cause for this failure mode may be related to an issue with the in vivo state of the sensor hydrogel. B4: date of this report 25 june 2025. G3: date received by the manufacturer? 25 june 2025. H3: device evaluated by manufacturer? Yes. H6: health effect: clinical code updated to 4582. H6: health effect: impact code updated to 2199. H6: type of investigation updated to 10. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 4315.